Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within specification. No unexpected battery out limit alarms or failed battery test alarms noted. Unable to prime the insulin pump during prime test due to force sensor damage by moisture. The insulin pump received with intermittent buttons due to corroded keypad traces. The insulin pump received with severely scratched lcd window.

Event description:
It was reported by the customer's mother that their insulin pumped had alarmed and displayed failed battery, followed by the keypad being unresponsive shortly after. During troubleshooting, customer was assisted with setting time and date, however, the device alarmed battery out limit and failed battery test. Customer stated they did not recall any significant events that lead to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 87 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.